Event description:
End user's husband stated that the end user cut foot on the edge of the black plastic cover on top of the base unit during use. Please note: this is probably more of a training issue than anything else as the patient's feet should not be touching the base at all and the lift should not be used to transfer the patient from room to room. Product was provided through medicare by (B)(6) facility).